Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting a low air leak (alert 01) and low flow alert (alert 02). Th flow rate was 1.1lpm, the inlet pressure was -2.5psi, the circulation pump command was 100%, the conditioning valve was 0, the system hours were 1767 and the pump hours were 1146. Also stated that the patient temperature was 38.3c, the target temperature was 37.5c and the water temperature was 6c. Nurse had disconnected and reconnected the arctic gel pads using proper technique and the flow rate was 1.5lpm, the inlet pressure was 2.3psi with circulation pump command as 100%. Patient has been on device since 1/20/2021. The arctic gel pads have been changed once after they were spoiled and the nurse was not sure how long the pads have been on the patient, but it was more than 5 days. Ms&s suggested for changing pads and the nurse confirmed flow was good with new set of arctic gel pads.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the user cuts or punctures pads or pad lines. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device received a low air leak (alert 01) and low flow alert (alert 02). The flow rate was 1.1lpm the inlet pressure was -2.5psi the circulation pump command was 100 percent the conditioning valve was 0 the system hours were 1767 and the pump hours were 1146. Also stated that the patient temperature was 38.3 c the target temperature was 37.5 c and the water temperature was 6 c. The nurse had disconnected and reconnected the arctic gel pads using the proper technique and the flow rate was 1.5 lpm the inlet pressure was 2.3psi with a circulation pump command as 100 percent. The patient has been on device since (B)(6) 2021. The arctic gel pads were changed once after they were spoiled and the nurse was unsure how long the pads have been on the patient but it was more than 5 days. Ms and s suggested for changing the pads and the nurse confirmed the flow was good with a new set of arctic gel pads.